Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, during lead placement, impedance measurements were 1100 ohms. Then prior to wound closure, impedance measurements were greater than 2200 ohms, and threshold measurements increased. The lead was removed, and a new lead was implanted. No adverse patient effects were reported.